Manufacturer narrative:
Corrected information: d4, h6 - medical device problem code (annex a). Investigation ¿ evaluation: event description: as reported, during the initial use of the 'ncircle tipless stone extractor', the basket wire broke during a cystoscopic lithotripsy procedure for bladder stone removal. The procedure was completed successfully by changing to a new basket. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncircle tipless stone extractor was returned in open package with label. A visual exam noted one of the basket wires has pulled out of the distal cannula. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no related complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) contains the following information related to the reported issue: precautions: do not use excessive force to manipulate this device. Damage to the device may occur. How supplied. Upon removal from the package, inspect the product to ensure no damage has occurred. A cause for the issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone = (B)(6). G4: PMA/510(k) # = exempt h3: device evaluated by mfg = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during the initial use of the 'ncircle tipless stone extractor', the basket wire broke during a cystoscopic lithotripsy procedure for bladder stone removal. The procedure was completed successfully by changing to a new basket. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.